Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device displayed recurring alert 38 for a stalled motor and repeatedly prompted restarts, and the user was unable to complete a rewind despite attempts to simulate a supply change; the user was advised to revert to multiple daily injections and did so with subsequent glucose stabilization. Symptoms included hyperglycemia with a reported peak of 400 mg/dl over approximately 6 hours without loss of consciousness or other acute complications, and ketone testing showed no trace. Outcomes included the need for back-up therapy with injections and temporary interruption of ilet insulin delivery. Investigation included customer service troubleshooting and arrangement for device return and replacement logistics. Investigation of this device revealed a suspected motor stall with consecutive motor stall alerts consistent with a device performance issue affecting the insulin delivery mechanism. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical problem related to the pump motor function.